Manufacturer narrative:
Device 1 of 1. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product distributor that the product had "a piece of pe foil stuck on the component". The product was not used, no harm reported. A photograph depicting the reported complaint issue was received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6) a batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. Pictures were received and evaluated. 1 sample was received 05/apr/2021 and evaluated. The defect is ¿piece of pe foil stick on the bellow¿. Defect is confirmed. Root cause investigation was performed via event tw (B)(4) ¿handyvac with piece of pe foil stick on the component¿. On the base of the available information the investigation concludes that the root cause for the issue is ¿the requirements for correct stoppage of packaging machines are not specified in process and work instructions¿. CAPA tw# (B)(4) for similar cause was initiated. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3007966929.